Event description:
Pt admitted for cystoscopy with removal or ureteral stent status post passage of her ureteral stone. The stent was causing her significant symptoms, and she wanted it removed. The physician felt the stent itself was calculogenic and it was removed under local anesthesia.